Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues was confirmed. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 3 days ((B)(6) per time stamp). The events occurring on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 15:39:39, sub faults ¿sf_ifd_intercorm_can_b_rx¿ and sf_ifd_intercorm_can_b_tx¿ activated, triggering a ¿can bus send error¿ at 15:40:07. The flow dropped to 0 lpm. Following the ¿can bus send error¿, ¿motor disconnected: m2¿ and ¿system alert: s3¿ alarms activated. The motor speed dropped from ~3800 rpm to 0 rpm. When the m2 alarm cleared, the motor speed resumed. At 15:41:08, a ¿sf_ifd_levitation¿ sub fault activated, triggering a ¿motor alarm: m4¿ which was able to be muted and cleared. The m2 alarm continued to intermittently activate, causing the motor speed to drop to 0 rpm. The console was powered down on (B)(6) 2021 at 15:55:13 following a pump stop due to user request. There were no other notable alarms active in the log file. Pump operation was not affected. The centrimag 2nd generation primary console was returned for analysis to the service depot and was tested with the returned and associated centrimag motor as well as test equipment and a mock loop. Intermittent m2, m4, and s3 alarms were active, confirming communication issues. The console is a version 1 and is no longer supported, therefore, a repair was unable to be performed. The console was scrapped and forwarded to product performance engineering (ppe) for further analysis. The console was connected to calibrated centrimag test equipment and was powered on. There were no alarms or alerts present. The motor speed was increased, and the console was able to operate a motor at a speed of 5500 rpm with no alarms active. The reported event could not be reproduced again. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation there was an incidental finding of damaged housing. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including m2, m4, and s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2021-02991.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the motor and console were not communicating, and that an s2 alarm was active.